Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) and (B)(6) on (B)(6) around 7:30am to (B)(6). A new pod was activated at 10:36am. The patient went with no insulin and pod alarmed at 6:10am. Patient¿s blood glucose (bg) levels exceeded 700 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). The patient also had a skin infection that they had to lance and pack it four (4) times. The site was red, swollen, and purulent. Patient was treated with an antibiotic through the intravenous and an insulin drip. The patient was given bactram for 10 days. A week prior the doctor made settings changes to times and dosages. Health care provider (hcp) did change a basal setting and lowered one time segment for half a unit. Patient had ketones. The pod had an alarm. Patient¿ history: 8:24pm activated a pod and gave a bolus of 1.2u , 10:36pm was 236 mg/dl , (B)(6) 2018 : 6:10am pod alarm , 7:30am pod deactivated went to hospital.

Manufacturer narrative:
The returned product was evaluated and the investigation found the cannula assembly deployed. The downloaded data returned no hazard alarm. The data shows no signs of a struggle or pulse width increase during the device runtime. Inspection of the device found no damages. The exact cause of the reported hazard alarm and high blood glucose levels could not be determined.